Event description:
It was reported that one day after the implantation of the superion indirect decompression system, the patient experienced increased pain and was taken to the emergency room. Evaluation revealed that the implant had dislodged into the epidural space. Subsequently, the patient underwent an explant procedure and is now recovering well postoperatively. The device was retained by the medical facility and will not be returned for further analysis.